Event description:
The patient reported that the down arrow keypad button became intermittently unresponsive a month ago. She stated that there are no holes or tears in the keypad; stated that she wears the pump in her pocket; and denied cleaning the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive; all other keypad buttons were found to respond appropriately to presses. There was evidence of keypad adhesive found under all key contacts.